Event description:
On (B)(6) 2013 patient' mother reported there is a large black spot cover the display of the infusion device. Mother stated the spot was like a large black cloud that covers the entire middle of the screen and covers the insulin amount. Mother reported she did not know how long the battery had been in the infusion device. Mother stated she changed to a new battery while on the call but the black spot remained on the display. Patient is currently on his backup infusion device. Mother reported that she and the patient did not know what caused the display issue. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
Conclusion: the complaint can be verified. Result the display has a transparent black spot in its centre. There is an interrupt between the heat seal connection and lcd controller. The black spot cannot lead to misinterpretation of the insulin amount.